Event description:
It was reported patient's ipg site was too deep causing difficulties charging. Patient underwent surgical intervention on (B)(6) 2024 wherein the ipg site was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.